Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/ dl resulting in a fall and bruise. Reportedly, the low bgs were caused by the customer experiencing difficulties accessing the pump features due to dexterity issues. Customer received assistance and was treated with glucagon to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.